Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in backup vvi mode. The device was past eri. Patient has been lost to follow-up. It was recommended that the device be replaced.